Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift. A customer requested lift service due to a handset malfunction. The arjo representative visited the customer to provide a device inspection. During the device functional test, it was noticed that the locking clip (a part that holds the spreader bar on the device ) was missing. Also, the anti-crush function (this safety feature is designed to stop the device's movement when the lift is blocked by the obstruction) was not working. It was confirmed by the customer that the device was in use, despite fact that the locking clip was missing. The device was repaired by an arjo technician. The customer was advised how properly operate the spreader bar on the lift. Maxi move instruction for use contains information how correctly attached the spreader bar to the lift. Please refer to below information. Warning: always check that the attachment is locked in place by: 1) verifying the markings on the attachment that show that there is a proper alignment, and 2) verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened. An unsecured spreader bar may lead to a patient fall. Caution: if in doubt about the correct functioning or lack of performance of the maxi move, do not use it and contact the arjohuntleigh service department. To sum up, it was define that the locking clip was missing and anti-crush function were not working and from that perspective, the device did not perform as intended. The failure was found during device service. No injury was sustained. The complaint was reported in an abundance of caution due to fact that the device was still in use by the customer despite of reported malfunctions.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Customer has requested service due to scale malfunction. During inspection the arjo technician noticed that part which lock the spreader bat on the lift is missing. The customer was still using the device despite of missing part.